Event description:
Implantation of silicone breast implants took place in 2006. About a month later pt noticed some lumps in her breasts followed by rashes about six months ago. This was followed by fever and headache with pain in both breasts. Pt went to see the surgeon who implanted the devices and was told it was going to cost her a lot of money to remove them and subsequently replace them. Thereafter the dr refused to see her again. She saw another dr who confirmed that the implants have deflated.